Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was optical communication failure/localizer not connected. They replaced the psu and scu and that resolved the issue. The system checkout was then completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a tumorectomy procedure. It was reported that the led light of the camera did not light up and the product could not be used. It was further stated that the stealth system had and issue with the localizer not connected. The issue was resolved with the replacement of the scu and camera. Navigation was aborted. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733438, serial/lot #: (B)(4); product ID: 9733437, serial/lot #: (B)(4). The scu (B)(4) was returned for analysis. Analysis found that the returned scu powered up on the test bench with no issues. A check of the event log showed a number of entries suggesting a defective psu. Otherwise, the scu was found to be fully functional when connected to a known good system. There was no problem found. Analysis found that the returned psu would not power up on the test bench. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.